Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during a vitreoretinal procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. The returned posterior cassette with manifolds was visually inspected. No probe was returned with the sample. A lab stock probe was used to perform functionality testing. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. No system message code was generated during testing. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The cut rate could not be performed due to the probe manifold was not returned. The sample passed remaining functional and performance tests. The root cause of the customer's complaint is not known; the returned sample met specifications. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).